Event description:
It was reported that the patient presented for a scheduled procedure. However, post implant it was observed that the atrial lead was not sensing appropriately. The physician decided to reposition the lead. During the repositioning of the lead, the helix failed to retract. The lead was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events were failure to sense and helix mechanism issue. A complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Analysis found the inner coil over-torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead, and applying torque directly to the inner coil, the helix could be extended/retracted, and helix extension length met specification. The cause of helix mechanism issue was isolated to dried blood in the helix region and over-torqued of the inner coil. The reported event of failure to sensing was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damages.